Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported the patient's ipg was explanted and replaced as it was inoperable due to the patient not charging the device.